Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 3 become stuck. The customer attempted multiple times to recover the drawer, but the problem persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex a grid, imdrf annex g grid, imdrf annex c grid & imdrf annex d grid.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 3 become stuck. The customer attempted multiple times to recover the drawer, but the problem persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was stuck. A field service engineer powered down the station, cleared obstruction, cleaned sensors and reflectors, and reseated cables. Rebooted the station and verified proper operation. Station tested successfully and was working as expected. The system functioned as intended after the field service engineer repaired the device.